Manufacturer narrative:
D6: device returned with no lot ID. H6; broken firing belt. Based on info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred.

Event description:
It was reported that the elc60 was used during a pulmonar resection. It was reported by the affiliate that on the second firing, the device stopped stapling. There was no consequence to the pt. 3/23/1998 additional info received from affiliate. The stapler did not work in the second firing. In order to continue the procedure, the surgeon used a new elc60, which fired ok. There was no consequence to the pt.